Event description:
See also MFR report #3004209178200801922. It was reported that the pt's interstim device was "broken and shocking her". The hcp confirmed that the device was explanted and that the pt experienced new pain and a neurological deficit in her leg. The pt's MRI was normal with the exception of a small hematoma. The pt recovered without sequela.

Event description:
Asku

Manufacturer narrative:
.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; proximal segment returned and analyzed. The lead was implanted with a bend in it at the fracture site.